Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed one power on reset event after the replace battery alarm. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap fit to successfully complete 24 hour testing. No power on resets were duplicated. A leak was found in the battery compartment. The pump cover was removed to find no moisture or damage to the power circuit. Unrelated to the original complaint, the battery compartment had corrosion in it. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.